Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing memory clip and reprogramming the cpu board, upgrading the operating system software and reseating the cables.